Event description:
Received information: "I have another record regarding an incident that occurred in canada with an ocean vip shower chair, sn(B)(6). The patient was showering with an attendant. While washing her feet, the patient leaned forward, and the seat pan disconnected from the frame. The patient fell forward onto her knees. She was sent for imaging which showed fractures to her knees that were inoperable."

Manufacturer narrative:
This event occured in canada. Invacare gmbh is filing this report because the device is also marketed and sold in the u.s. Invacare gmbh has requested additional information in order to evaluate the event.